Event description:
It was reported the high flow insufflation unit had a non-functional insufflator, no light-emitting diode after switching on the equipment, and the equipment is taking 30-40 min to start. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.